Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized on (B)(6) 2016 with a blood glucose level over 900 mg/dl. Customer's current blood glucose is 115 mg/dl. Customer stated that she went straight to the emergency room and spoke to her doctor as soon as she got home. Customer has been off the insulin pump since (B)(6) 2016. Customer's blood glucose was still at 941 mg/dl and it was close to 1000 mg/dl when she arrived at the hospital. Customer stated that she thought her blood glucose was low and took glucose tablets to bring it up. Customer had diabetic ketoacidosis and was hospitalized for about 5 days. Customer came home on saturday and was wearing the pump at the time of the hospitalization. The pump was removed while the customer was at the hospital. Customer has been off the pump ever since. Customer thinks that is when the pump was lost. Customer mentioned that her blood glucose was 65 mg/dl earlier. Customer declined troubleshooting for her low blood glucose.